Manufacturer narrative:
The complainant was unable to provide the lot number of the suspect device; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex biliary rx fully covered rmv stent had been implanted in the ampulla during a stent placement procedure performed on (B)(6) 2017. Reportedly, the stent was placed for large stones. Patient's anatomy was a little tortuous. The patient was scheduled for stent removal during endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2018. According to the complainant, during the scheduled stent removal procedure, tissue ingrowth was noted at the end of the stent and it had embedded the ampulla. The stent was removed with snare, however, a part of the tissue was removed to unembed the stent. Reportedly, bleeding was noted after stent removal. According to the complainant, the bleeding stopped on its own and the patient was fine following the procedure. Note: according to the complainant, the wallflex biliary rx fully covered rmv stent was placed for large stones in the ampulla. However, per wallflex biliary rx fully covered stent system rmv directions for use, the stent is indicated in the palliative treatment of biliary strictures produced by malignant neoplasms, relief of malignant biliary obstruction prior to surgery and for indwell up to 12 months in the treatment of benign biliary strictures secondary to chronic pancreatitis.

Manufacturer narrative:
Block a4: patient's weight: 81.7 kilograms. Block h6: problem code 2423 captures the reportable event of stent block/occluded. Problem code 1528 captures the reportable event of stent difficult to remove. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: blocks a1, a2, a3, a4, and b5 have been updated with the additional information received on october 30, 2018. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. Block h11: blocks b1, b2 (outcomes attributed to adverse event), b3, d2 (common device name, product code), d4 (model, lot, catalog, expiration date, UDI), e1 (initial reporter's name), g5, h1, and h4 (manufacture date) have been corrected based on additional information received on october 30, 2018.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex biliary rx fully covered rmv stent had been implanted in the ampulla during a stent placement procedure performed on (B)(6) 2017. Reportedly, the stent was placed for large stones. Patient's anatomy was a little tortuous. The patient was scheduled for stent removal during endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2018. According to the complainant, during the scheduled stent removal procedure, tissue ingrowth was noted at the end of the stent and it had embedded the ampulla. The stent was removed with snare, however, a part of the tissue was removed to unembed the stent. Reportedly, bleeding was noted after stent removal. According to the complainant, the bleeding stopped on its own and the patient was fine following the procedure. Note: according to the complainant, the wallflex biliary rx fully covered rmv stent was placed for large stones in the ampulla. However, per wallflex biliary rx fully covered stent system rmv directions for use, the stent is indicated in the palliative treatment of biliary strictures produced by malignant neoplasms, relief of malignant biliary obstruction prior to surgery and for indwell up to 12 months in the treatment of benign biliary strictures secondary to chronic pancreatitis. ***additional information received on october 30, 2018*** the stent was initially scheduled for removal on (B)(6) 2018. However, during an attempted removal on that date, it was noted that the stent was ingrown, and the stent was unable to be removed. A second wallflex biliary stent (the subject of manufacturer's report # 3005099803-2018-61056) was implanted within the first stent, with the intent that pressure necrosis would help free the first stent. On (B)(6) 2018, an ercp was performed to remove both stents. During this procedure, it was noted that pressure necrosis was not successful; the stent had to be unembedded with a snare.